Event description:
During a coronary procedure in the mid left anterior descending, the physician encountered difficulty navigating the stent through the cordis guide. The lesion was caclfified and was not pre-dilated. Upon retrieval of the stent it was noticed that the proximal struts on the stent were damaged. The procedure was completed successfully using another cypher stent (2.5 x 18mm). The stent was deployed at 14 atmospheres. There was a 90% stenois at the start of the procedure. A choice floppy 180 and a pilot 50 guidewires were also clinically used. The product was clinically used. There was no patient injury. The struts were fine during grepping of the stent. The struts must have been damaged in the guide.